Manufacturer narrative:
Additional information from the manufacturer's technical support representative stated that the customer received troubleshooting instructions and replaced the lifeband. The platform with a new lifeband was further tested and operated as expected with no further error message reported. The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The user reported observing multiple issues on the autopulse platform (sn (B)(4). First observed issue was recurrent user advisory (ua) 2 (compression tracking error) error messages where it was noted that whenever a ua 2 error message occurs, the plastic hooks on the sides of the platform snaps. The second observed issue was user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages occuring atleast monthly. No known impact or patient consequence was reported.